Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. The device was externally visually inspected and passed. The receiver failed to charge and reboot due to the receiver not turning on but will turn on with a known good battery after the receiver case was opened. The log was downloaded and evaluated with findings observed. The allegation was confirmed. The root cause is damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occured. No product or data was provided for evaluation. Confirmation of the allegation and root cause could not be determined. No injury or medical intervention was reported.